Event description:
A customer contacted stryker to report that their device indicated "connect electrodes" message during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient did not survive reported event. There is no alleged contribution of the reported issue to the patient outcome.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. Other unrelated repairs were suggested to the customer but the customer declined the price quotation and requested the device back without repair. The device has been returned to customer unrepaired. A cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device indicated "connect electrodes" message during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient did not survive reported event. There is no alleged contribution of the reported issue to the patient outcome.